Event description:
Reporter stated that patient received the following results, with two different meters, within 2 minutes: 17.4 mmol/l (aviva system 1) 7.1 mmol/l (aviva system 2) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, strips were used up and not available for return.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system 2. (B)(4).